Event description:
Info received indicates that valve was removed due to aortic regurgitation. During device retrieval, the left coronary artery was noted to be partially occluded by one valve leaflet. The product has replaced with no additional consequence reported for the pt.